Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting decreased sensing measurements, variable threshold measurements, some undersensing which resulted in pacing therapy when not required. A previous x-ray showed the appearance of no slack remaining in the lead. A revision procedure was performed and the lead was confirmed to have dislodged. The lead was repositioned without further incident. No additional adverse patient effects were reported.